Manufacturer narrative:
Correct information: b3. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conductor wire damage was identified prior to reprocessing. When the instrument was used in the last procedure, the instrument was inspected prior to use without any issue. The procedure was completed robotically with the same instrument. After the procedure was completed, the instrument was inspected, and the conductor wire damage was found. There was no patient impact.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged cable of the fenestrated bipolar forceps (fbf) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have a conductor wire insulation damage. Visual inspection confirmed the wire exposed. The instrument passed electric continuity test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional and released energy normally. The complaint regarding the damaged cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the cable of the fenestrated bipolar forceps (fbf) instrument was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.